Event description:
Mat#: mx9175 batch#: 20096317it was reported that bd maxguard extension set with standard needless connector would not prime. It was reported by initial reporter that: the extension tubing they had sometimes won¿t prime. They¿ve tried taking the end cap off the tubing and still won¿t prime. Verbatim: blockage issue (could not prime): - are you able to provide the date of event in format dd-mmm-yyyy? 07/24/2023 - how many defective set(s) affected in this incident? Unknown - was issue being described noted before, or during used? During use - was there any patient involvement? Tubing had to be replaced during care - any adverse events or serious injury reported to patient or healthcare professional? No - what was the patient outcome? Anticipated outcome - was there any delay of, or change in, the course of treatment due to this event? Delay in care - what procedure was being performed? Cardiac cath lab prep. Fluids were being hung in the prep area. - what medication was used in the procedure? Normal saline - was there any medical intervention due to this event? No.

Manufacturer narrative:
Investigation summary: two unused samples model mx9175 (one sample lot 23019031 and one sample lot 22099394) was returned for investigation. The sets were examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a 10 ml bd syringe filled with water. The set was able to be flushed. The customer complaint that the set was unable to be flushed was unable to be replicated. The root cause could not be determined because the issue could not be replicated. A device history record review for model mx9175 lot number 20096317 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 21sep2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model mx9175 lot number 23019031 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 06jan2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model mx9175 lot number 22099394 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 21sep2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
Mat#: mx9175 batch#: 20096317it was reported that bd maxguard extension set with standard needless connector would not prime. It was reported by initial reporter that: the extension tubing they had sometimes won¿t prime. They¿ve tried taking the end cap off the tubing and still won¿t prime. Verbatim: blockage issue (could not prime): are you able to provide the date of event in format dd-mmm-yyyy? (B)(6) 2023. How many defective set(s) affected in this incident? Unknown. Was issue being described noted before, or during used? During use. Was there any patient involvement? Tubing had to be replaced during care. Any adverse events or serious injury reported to patient or healthcare professional? No. What was the patient outcome? Anticipated outcome. Was there any delay of, or change in, the course of treatment due to this event? Delay in care. What procedure was being performed? Cardiac cath lab prep. Fluids were being hung in the prep area. What medication was used in the procedure? Normal saline. Was there any medical intervention due to this event? No.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.